Manufacturer narrative:
Updated fields: b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. At present, there is no request for equipment inspection from the facility. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by getinge sales facility staff member that during use for cs300 intra-aortic balloon pump (iabp) had sensor failure in the iab balloon catheter which caused a blood pressure waveform display failure. There was no patient injury or harm

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6). Event site address: (B)(6).

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had sensor failure in the iab balloon catheter which caused a blood pressure waveform display failure. There was no patient injury or harm.

Event description:
N/a

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11 corrected field- d10.